Event description:
**Update** - medical records received (B)(6) 2013. Revision operative report indicates the following: pain; bulge underneath fascia lata which was inised and discolored tissue came out with tissue debris; necrotic tissue debris inside the prosthetic femoral head. The information received does not change the MDR decision.

Event description:
Patient was revised due to pain. Update: litigation papers received (B)(4) 2012 and attached. Complaint changed to legal. No new information that would change the outcome of the investigation. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information and correct implant date. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Corrected: event/problem description, lot #, implant date, manufacture date. Depuy still considers this investigation closed.

Event description:
Patient was revised due to pain.